Manufacturer narrative:
(B)(4) - based on the current information provided, isi has not determined the root cause of the reported falling of a needle into the patient. Isi does not manufacture needles. If additional information is received, a follow-up MDR will be submitted. The voluntary report does not contain any contact information. Therefore, no follow-up investigation could be conducted. The following information is unknown: what specific hospital provided the da vinci-assisted surgical procedure, the name of the surgeon who performed the da vinci-assisted surgical procedure, and what specific da vinci surgical system (model/serial #) was used. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, a needle may have fallen inside the patient and was not discovered until port closure. At this time, it is unknown if the needle was retrieved. Additionally, at this time, it is unknown what caused the needle to fall inside the patient.

Event description:
On (B)(6) 2019, intuitive surgical, inc. (Isi) received sus voluntary event report #mw5084047 with the following event description: ¿needle from davinci robot fell into pt¿s surgical wound during robotic hysterectomy. Needle may have fallen into surgical wound at some point during case. Did not discover until after closure. Needle too small to detect on x-ray. Pt doing well. Surgeon notified. Hook on the monopolar stopped working.¿